Event description:
Information was received from the company representative (rep regarding receiving morphine (8.494 mg/day 20 mg/ml) lioresal (dosage n/a 100 mcg/ml) via implantable pump. The indication for use was non-malignant pain. It was reported that the company representative (rep) stated that they went to a normal pump replacement and the rep stated during the surgery the doctor nicked the catheter which resulted in him having to change out the pump segment of the patient's catheter. The rep wanted to do calculations on what to do. The technical service (ts) reviewed sense there was drug at the tip and no drug in the pump segment they cannot prime as they would bolus the patient. The result of the call was the rep was going to program the pump and troubleshoot help to give calculations on when the patient will be getting drug and not getting drug. The rep stated of the patient will be staying overnight to be monitored. The drug and the pump were morphine 20 milligrams per ml. And 100 micrograms/ml of lioresal. The dose was 8.494 milligrams a day of the morphine. The rep stated that they did not have 100 micrograms per mil at the hospital, so they had to do 200 micrograms of lioresal as the secondary drug. The technical service reviewed doses of secondary drug. The result of the call was the patient got a new catheter and issue should be resolved.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: 17-nov-2017. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2022-11-17 e1(rep): additional information received from the company representative (rep) regarding the patient and healthcare provider information. The device was not returned per the physician as he was the one that cut the catheter. There were no known issues with the catheter/pump prior to the surgery and the physician decided there was no need to send anything back even though we asked.